Event description:
It was reported that the cot was raising on it's own with no user input due to a damaged electronic switch assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.